Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 592 mg/dl (aviva system 1) and 220 mg/dl (aviva system 2). Customer states that aviva system 2 meter and strips are stored in the car. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva system 1. Reference medwatch with (B)(6) for the aviva system 2.